Manufacturer narrative:
The explanted device was not returned for evaluation but two radiographs were provided confirming the alleged device fault. The patients post op activity levels or whether they experienced a fall or other accident is unknown. Review of the radiographs provided identified the surgeon only used one pivoting rod to rod connector counter to instructions allowing the rod to toggle and disassociate from the connector which is considered to be the root cause. No additional investigation required. Related label review "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...pivoting rod-rod connectors must be used in pairs (i.e., two per side)..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings -during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." H3 other text : device not received

Event description:
On (B)(6) 2022 a patient underwent a posterior fixation procedure on unknown levels of the spine. The surgery was completed without issue. On a unknow date it was discovered that a implanted rod detached from rotating connector. It is unknow if any adverse consequences were being experienced as a result of the device failure. On (B)(6) 2022 the patient underwent a revision procedure where the failed rotating connector was removed and replaced with an adjacent segment fixation connector. The patient is reported to be doing well post revision procedure.